Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited shock impedance less than 10 ohms. A shorted lead condition occurred on two occasions and the shocks did not convert the patient. The device was explanted and the defibrillation lead was capped. A competitive lead and new device were implanted. The device was returned for analysis.